Manufacturer narrative:
Product eval: the lens was returned and damage was observed. The lens met specs. Product history record and batch records were reviewed and documentation indicated the product met release criteria. Root cause: the root cause for the visual issues could not be determined by the investigation. The optical properties met release criteria. Damage was observed. Due to the presence of surgical solution, the damage is most likely related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 05/24/2011 by fax and mail. A completed questionnaire was received on 05/31/2011. (B)(4).

Event description:
A purchasing coordinator reported an intraocular lens (iol) was exchanged due to mechanical error. In a f/u, the surgeon reported the exchange was due to poor quality of vision. The event resolved following the lens exchange. The surgeon does not feel the iol caused or contributed to the event.